Event description:
The surgeon implanted an aq2003v silicon three piece lens but the haptic broke while being inserted. The incision was enlarged to remove the lens. The model and lot numbers for the injector and cartridge were not provided by the facility.